Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012227094); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012199763); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter bioprosthetic valve, upon the first deployment attempt, a possible infold and under-expansion of the valve frame were observed. The valve was recaptured and withdrawn from the patient. Upon deploying the valve outside the body the strut was noted to be deformed. It was noted that a misload was not observed during the inspection of the valve load. Subsequently, a pre-implant balloon dilation was performed, and a new valve was successfully implanted. No patient complications have been reported as a result of this event.

Event description:
Additional information was received indicating that a procedural delay occurred as a result of the infold. Per the physician, annular calcification contributed to the infold.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.